Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break at the 0cm depth marking. Tactile inspection of the sample revealed severe tensile weakness and material necking in the vicinity of the break. Microscopic inspection of the break revealed sharply defined granular fracture surfaces. The catheter exhibited an elliptical cross-section at the break site. The tensile weakness, necking and fracture features were consistent with damage caused by pulling (tensile) stress. The location of the damage suggested that catheter securement/maintenance may have contributed to the break. The product IFU states ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter broke. No other information was provided.